Event description:
End user is stating that he purchased this chair used, and the power button will sometimes come on when pressed, and then some times the unit can not be turned off. After some testing it appears the overlay has lost connection.